Event description:
The customer reported being hospitalized due to gastroparesis, diabetes ketoacidosis, and high blood glucose over 600 mg/dl. The customer was experiencing unexplained high glucose for the past two weeks. The customer's most recent glucose reading was 407 mg/dl. And she had treated with manual injections. Troubleshooting was performed. The programming, time, and date were correct. Ran a fixed prime and high pressure test and they passed. The customer stated that her high glucose level was the result of the gastroparesis. No further info was provided.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.